Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. There were 17 episodes with v-v intervals <(><<)> 220 milliseconds between (B)(6) 2016 and (B)(6) 2016. Analysis of the device memory indicated the criteria for the rv lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for non-sustained tachycardia episodes and ventricular sensing integrity counter (sic). Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. There were 885 ventricular sic since the last session 18.666 hours ago.

Event description:
It was reported that a patient alert triggered due to sensing integrity counter (sic) and there were multiple non-sustained tachycardia episodes in a short time. A right ventricular (rv) lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.